Event description:
It was reported to st jude medical that during a routine follow-up lead noise was observed on the intracardiac electrogram. Oversensing was also reported. The decision was made to explant the entire system.